Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event of device migration is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts was implanted in left eye. On pod1, stent had moved into the anterior chamber - 3mm. Surgical revision was immediately performed to reposition the stent, at the end of the surgery, the doctor observed the stent moving into the anterior chamber. Doctor suspects the stent is not expanding its outer diameter so that it can seal the path created by the injector. Device remains implanted. Event remains ongoing.

Event description:
Hcp additionally reported, on pod 35. The stent was observed, as non-hydrated and removed. Surgery was completed with a second xen®45 gts.